Manufacturer narrative:
Upon follow up it was reported the patient was treated with unspecified antibiotics for the peritonitis event, which were discontinued 32 days after event onset. The same day the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as changed caregiver. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. Treatment was not reported. Dianeal therapy was ongoing. At the time of this report the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide further information.